Event description:
It was reported by service report that the fowler was stuck high both electrically and mechanically. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Broken weld at fowler motor mount.